Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 262 mg/dl and 80 mg/dl. Customer states that he felt fine with the readings and withheld insulin based upon the reading of 80 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.